Manufacturer narrative:
An investigation was performed in response to a complaint of results are not correlating on two different g8 analyzers. It is not known whether the device was being used for treatment or diagnosis at the time of the complaint. At the customer site, a field service engineer (fse) was able to reproduce the problem by running a sample and received a 35 flag with rt time at 0.64. The fse confirmed that the stator face was filled with black debris from the seal by a visual check when inspecting the injector valve. The fse replaced the stator face with a new one and also lowered the flow rate which resolved the issue. The investigation confirmed an obstruction of flow due to a component failure. A 13-month complaint and service history review for serial number (B)(4) from the date of 12/24/2020 through aware date 01/24/2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported that the results are not correlating on two separate g8 analyzers. This is a reportable event based on discrepant results.